Event description:
On (B)(6) 2012, the customer reported the device fails the defibrillation test segment of the user initiated operational check. Replacing the cable and test load did not resolve the reported issue. This device was reported as having been dropped on (B)(6) 2012. This is a testing issue, there was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device fails the defibrillation test segment of the user initiated operational check. Replacing the cable and test load did not resolve the reported issue. This device was reported as having been dropped on (B)(6) 2012. This is a testing issue, there was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.